Event description:
Percutaneous endoscopic gastrostomy tube inserted in 1999. Pt had a percutaneous endoscopic gastrostomy tube in place that became clogged. Attempts to unclog the tube were unsuccessful. Therefore, the percutaneous endoscopic gastrostomy tube needed to be removed. Upon removal (traction applied) the button tip of the percutaneous endoscopic gastrostomy tube separated from the tube and remained in the pt. Endoscopy performed which was unable to remove the button as it had passed through the duodenum.